Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of a motor disconnected alarm upon using the centrimag motor was confirmed. The returned centrimag motor was tested on 06apr2020. The motor¿s wires were measured with a resistance test box, and it was revealed that the motor¿s drive phase wires were open. Damage to these wires would cause the motor to become disconnected from the centrimag console. The motor was scrapped as a result of the observed cable damage. The root cause of the reported event was damage within the centrimag motor¿s cable; however, the root cause of the damage to the cable was unable to be determined through this analysis. Review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during preparation of the centrimag system, immediately after switching the console on, a "motor disconnected" alarm sounded. The motor was disconnected and carefully reconnected, and the alarm reoccurred. The motor was exchanged and there was no alarm with the new motor. The malfunctioning motor was tried on a different console and the alarm again reoccurred. The motor was removed from use. No further information was provided.